Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the reload was received in good visual condition and with the proximal 34 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ileocecal resection, some staples were unformed and the target tissue was not cut completely when the device was used on the ileocecal area at the 4th firing. The firing was the 4th firing of functional end to end anastomosis, so the device was fired across some staple lines. Additional suture was performed. There were no adverse consequences to the patient. The doctor thought the firing knob was moved till the distal end during the operation. The doctor commented that there was a possibility that the firing knob had not been moved forward completely.